Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose events initially reported at 58 mg/dl after announcing smaller-than-actual meals to avoid post-meal hypoglycemia, after which the pump adapted by delivering larger doses for all meal sizes; an example showed a lunch announced as smaller than consumed followed by a blood glucose of 61 mg/dl that was treated with oral carbohydrates by school staff, and the user¿s caregiver later performed a factory reset per clinical guidance. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included treatment with oral glucose and resolution without hospitalization. Investigation included review of device data and user reports. Investigation of this case revealed a use-related issue of incorrect meal announcements that led to inappropriate insulin dosing behavior consistent with the pump¿s adaptive meal algorithm. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement and carbohydrate estimation, compounded by algorithm adaptation to prior inputs.